Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct for stone removal during a procedure performed on (B)(6) 2026. During the procedure, it was reported that the handle was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.